Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
The patient reported that their right ventricular (rv) lead had broken, resulting in shocks that ¿killed¿ their implantable cardioverter defibrillator (ICD) battery which had 97% life remaining. The patient stated that the manufacturer was in possession of the ¿device.¿ no further patient complications have been reported as a result of this event.